Event description:
It was reported that a patient underwent an atrial fibrillation (afib) with a varipulse¿ bi-directional catheter and thermocool smarttouch sf (stsf) and the patient experienced pericardial effusion treated with pericardiocentesis. It was reported that during an afib case, a pericardial effusion was noticed. The pericardial effusion was discovered during a standard check at the end of the procedure. The pericardial effusion was confirmed by ice. The medical intervention provided was pericardiocentesis. It could not be confirmed if the patient was in stable condition, but the patient had been stable throughout the procedure. The physician did not know what caused the injury but had commented that the transseptal was difficult. The physician stated the patient had a thick lower septum which caused difficulty with transseptal access. No issues were noticed when going transseptal. During the procedure, ablation was completed using a varipulse catheter with the trupulse generator and an stsf catheter with the ngen generator. The reporter was unable to provide the catalog and lot number for the stsf catheter, and to provide the type of curve for the stsf catheter. Carto 3 system was used for the procedure.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).